Event description:
General report rec'd of two pts receiving unrequested bolus doses while the pump was in use. The customer contact did not have any specific pt, event or programming info. The two events reportedly occurred in 11/2001 and 7/2002. There was no reported adverse pt effect. No medical interventions were required. Though requested, no further info was available.